Event description:
It was reported that surgery with navio system with legion cr implants was being performed and distal burr and cutting block were used for femoral preparation and burr all technique for tibia preparation. Sawblade was used to cut anterior, posterior and shuffle cuts for femoral component and of about 1-2mm posterior bone cleaning for tibia. Case went per normal and after implants was cemented and final gap assessment completed and robotic support was completed. During wound closure, surgeon realized patient bleed unusually heavy and requested to do angiogram. Patient admitted to major or and angioplasty was performed by vascular surgeon.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Manufacturing review was not completed as no manufacturing, packaging, or labeling defects associated with the reported failure. Based on the description of the event, there is no indication of a product failure that could contribute to the reported complications patient experienced during the surgery assisted with navio system. Robotic assistance was completed with no issues. Complaint history review found similar reports to the bone pin penetrating both cortexes and this complaint was the only occurrence of the bone pin penetrating both cortexes and hitting critical anatomy. This issue will continue to be monitored. The surgical technique guide for knee arthroplasty (500197 revb) states on page 7, to ¿drill the first bone pin through the tissue protector¿taking care to only engage, and not perforate, the opposing cortex¿ and to ¿drill the second bone pin into the bone slowly¿taking care to only engage, and not perforate, the opposing cortex.¿ on page 8, it states to ¿slowly drill the bone pins into each bone¿taking care to engage the opposing cortex and stop¿ and to ¿check each pin to ensure that it has engaged the second cortex.¿ based on the information reported by the reporter, the user did penetrate the second cortex, however the IFU clearly states how to place the bone pins by engaging, but not going through, the second cortex. Based on the limited information provided, the reported posterior cortex penetration during the pin placement/tibial tracking fixation was the contributing factor to the reported posterior femoral vein bleed and subsequent angiogram/angioplasty. Patient impact beyond the reported bleed and the unanticipated angio-procedures are not anticipated as the patient was reportedly discharged the same day without further complication. This is an identified failure mode within the risk assessment and the frequency of occurrence is within our expected limit, no further action needed.